Manufacturer narrative:
Device was used for treatment, not diagnosis. The actual device has been returned and is currently pending evaluation. Once the evaluation of the device has been completed, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that the short attachment device was spitting a black substance. It was not reported if the event occurred during a surgical procedure. It was not reported if there was a delay to a planned procedure or if there was a spare device available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device evaluation: the actual device was returned for evaluation. The attachment device was evaluated and passed all pretest. Therefore, the reported condition that the device was spitting a black substance was not confirmed. An assignable root cause was not determined. However, during evaluation it was observed that the device failed visual assessment, was cosmetically unacceptable, and the color ring failed. It was determined that this condition was due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.